Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. (B)(4).

Event description:
The patient was undergoing a balloon-occluded retrograde transvenous obliteration procedure using penumbra coil 400 (pc400) coils and a penumbra coil 400 detachment handle. During the procedure, the physician successfully deployed a pc400 coil into the aneurysm. The physician attempted to detach the pc400 coil using the detachment handle, however, the pc400 coil would not detach. The physician was then unable to remove the pusher assembly of the pc400 coil from the detachment handle. The physician successfully removed the pc400 coil from the patient and the procedure successfully continued using additional coils and a new detachment handle. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: the proximal end of the pusher assembly was stuck inside the detachment handle. The pusher assembly was kinked approximately 56.0 cm from the distal tip. The detachment handle was open and the proximal end of the pusher assembly was stuck inside the actuator. The coil was detached from the pusher assembly. Conclusion: the complaint has been evaluated. The complaint indicated the penumbra coil did not detach after two attempts using the penumbra coil detachment handle. Evaluation of the returned devices confirmed that the proximal end of the pusher assembly was lodged inside the detachment handle. This type of issue typically occurs if the pet lock on the proximal end of the pusher assembly is wedged in the actuator mechanism inside the handle. It also appeared that the pusher assembly was forced past the funnel of the detachment handle. The detachment handle funnel was designed to stop the proximal end of the pusher assembly from being inserted past the pet lock on the proximal end of the pusher. It is likely that the force used while inserting the pusher into the detachment handle allowed the proximal end of the pusher to advance pass the stopping feature in the handle. The pusher was removed from the detachment handle during evaluation. The handle was tested and operated according to specification. The pusher assembly was kinked and the coil was detached. The kink in the pusher assembly likely occurred during the attempt to remove the pusher assembly from the detachment handle. The coil was detached due to the pull wire being retracted out of the distal detachment tip (ddt). These devices are 100% functional tested during incoming and process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.